Event description:
During an acl procedure, the tip of the instrument broke off in the joint (femoral tunnel). It is reported the piece was retrieved without difficulty. The surgeon did have to do a "slightly larger tunnel" to remove it. There was no report of injury.